Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Cts advised using a specific pressing technique which successfully turned on the display, but the button issue persisted. As a corrective measure, cts decided to replace the pump and instructed the caller on the return process while confirming the shipping details. The caller accepted these instructions and agreed to return the faulty pump within ten days. Customer continued to use the pump for insulin therapy.